Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure with retrograde approach for a non-union of femoral shaft. Postoperatively, there was a persistent nonunion, presumably septic noted. Patient still having some pain but able to function. Hardware intact. Considering operative treatment but wants to delay until after covid is over or he becomes more symptomatic. There was an evidence of healing reported. No further information is available. This report is for one (1) unk - nails: rafn. This is report 1 of 1 for (B)(4).